Event description:
It was reported that noise leading to oversensing was observed on the atrial and right ventricular (rv) leads. The device was reprogrammed to resolve the event; the patient was stable and will continue to be monitored. There were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information was requested but was not available.

Event description:
It was reported that noise leading to oversensing was observed on the atrial and right ventricular (rv) leads. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2021-22110.